Manufacturer narrative:
Manufacturer's report date: 5/30/2007. Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer.

Event description:
Received copy of customer's medwatch, where it was reported that the rn was having trouble programming a dilaudid infusion, causing the rate to be incorrectly entered. Eventually the total vtbi was entered in as the rate. It was reported that the patient was dnr status and expired. The only additional information provided by the customer, via phone conversation, was confirmation of their initial impression that the overinfusion caused the patient's death. The manufacturer has made multiple requests to the customer to further evaluate the device, however, at this time, the device has not been made available for incident investigation.